Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, battery tube threads, case at the display window corner and display window, minor scratched display window, reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the keypad was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 206 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.